Event description:
This supplemental report is being filed based on completion of product analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited increasing thresholds and intermittent loss of capture approximately one month after the pacemaker system was implanted. Subsequent follow-up was performed with the patient in clinic and it was discovered that the ra lead was dislodged. The lead remains in-service at this time but the patient is scheduled for a lead revision procedure. The patient reported not feeling well with headaches.

Manufacturer narrative:
Information indicates this product is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed based on explant and replacement of the lead.